Manufacturer narrative:
The reported issue of excessive occlusion alarms occurring was not able to be confirmed; no product or device logs were returned for investigation. A device malfunction was not alleged or is believed to have occurred. The customer requested assistance in addressing nuisance occlusion alarms and was informed of the auto restart feature capabilities the alaris system provides. The customer reported having utilized the information with adjusting this feature and since has not requested further assistance with this issue. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts.

Event description:
It was reported that clinicians are spending too much time clearing excessive occlusion alarms. Alarms occur when patients bend their arm and need to be manually cleared even when the patient straightens their arm and clears the occlusion. There were no adverse effects caused to any patient.